Manufacturer narrative:
Findings: pump passed the displacement, rewind, basic occlusion, occlusion prime and excessive no delivery tests.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 500 mg/dl. The customer was treated for the high blood glucose with their insulin pump. It is unknown what may have caused the high blood glucose levels but the customer insisted on having their insulin pump replaced.